Manufacturer narrative:
Customer postal code = 762-8550. PMA/510k: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket of a ncircle tipless stone extractor was deformed during a transurethral lithotripsy (tul) procedure. No patient anatomy abnormalities were noted. After the user crushed the renal and ureter stones, the user opened the device package and found that all four wires of the basket appeared misshapen. It was reported that the user tested the device while uncoiled. The user then attempted to use the device by pulling the basket into the sheath and inserting it from the accessory channel. The user advanced the device into the target site to attempt to retrieve a stone fragment but the device would not work as intended. The user removed the device and completed the procedure with another new ncircle tipless stone extractor. It was reported that a laser was not used. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event description: it was reported that the basket of a ncircle tipless stone extractor was deformed during a transurethral lithotripsy (tul) procedure. No patient anatomy abnormalities were noted. After the user crushed the renal and ureter stones, the user opened the device package and found that all four wires of the basket appeared misshapen. It was reported that the user tested the device while uncoiled. The user then attempted to use the device by pulling the basket into the sheath and inserting it from the accessory channel. The user advanced the device into the target site to attempt to retrieve a stone fragment but the device would not work as intended. The user removed the device and completed the procedure with another new ncircle tipless stone extractor. It was reported that a laser was not used. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of documentation including the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. The product returned to cook for evaluation in an opened package. The basket was in open position, and the basket was flattened. The handle easily actuates basket assembly. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provide evidence to support that the device was manufactured to specification. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the observed damage could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.